Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call the insulin pump had multiple errors. The customer¿s blood glucose level was unknown. Customer reports they were able to clear the alarms. Customer states they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.